Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a hip arthroscopy procedure, one of the guide wires of the hip pack disposable snapped off inside the patient. It is unknown how the procedure was finished and if there was a surgical delay. No further complications reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a hip arthroscopy procedure, one of the guide wires of the hip pack disposable snapped off inside the patient. It is unknown how the procedure was finished and if there was a surgical delay. No further complications reported.

Manufacturer narrative:
B5, d8, d9, h3 and h6 (health effect - impact code) were updated.

Event description:
It was reported that during a hip arthroscopy procedure, one of the guide wires of the hip pack snapped off inside the patient. The tip is retained in the patient's body. It is unknown how the procedure was finished and if there was a surgical delay. No further complications reported.